Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There was no additional adverse patient effects were reported. This ra lead was explanted.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: description of event; d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; h3: device eval by manufacturer; h6: patient codes; and h11: additional MFR narrative.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There was no additional adverse patient effects were reported. This ra lead was explanted. Additional information indicated that the system was explanted due to infection and potential allergic reaction. No additional adverse patient effects were reported. The ra lead was explanted.